Manufacturer narrative:
Investigation: DHR review was performed on the sub-assembly lot for the q-syte used to manufacture the product. All challenge, set up and in process samples were performed in accordance with the control plans and all passed per specifications. Received a total of 6 q-syte assemblies of which 5 were connected to the y port adapter of 24ga pegasus assemblies and 1 was a standalone. Pegasus units 1-4: no visible physical-mechanical damage was found on the q-syte units. Pegasus unit 5: only the male end (bottom body) of the q-syte assembly was connected to the pegasus y adapter. The q-syte top and bottom bodies were separated at the weld line and damage (cracking, breakage) was visible around the edge of both portions. Acceptable traces of weld were present at the rim of both the top-bottom bodies. Standalone q-syte: the q-syte top and bottom bodies were separated at the weld line and damage (cracking, breakage) was visible around the edge of both portions. Acceptable traces of weld were present at the rim of both the top-bottom bodies. Flow test: the flow test was conducted on units 1-4. It was unable to perform the test on units 5 and 6 due to the separation observed the flow test passed per specification of 1 liter/hour with the result of unit 1: 34.34 l/h, unit 2: 34.51 l/h, unit 3: 35.78 l/h and unit 4: 39.60 l/h. Conclusion(s): flow rate slow: units 1-4: the q-syte units performed as intended when performing flow test, the liquid successfully flowed in and out the q-syte and the rate was acceptable per specifications. The failure could not be confirmed or reproduced. Weld line separation: units 5-6: traces of weld on both the top/bottom bodies of the q-syte assemblies were observed; which is an indication that a bond was provided during the manufacturing process. The damage (cracking, breakage) observed on the bottom q-syte body appear to be caused by external forces applied to the unit during usage. A definite root cause that caused the damage observed with the returned unit could not be identified.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system, there was an issue with flow being occluded. It was also reported that after the q-syte being used with the device was replaced, the flow returned to normal.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system, there was an issue with flow being occluded. It was also reported that after the q-syte being used with the device was replaced, the flow returned to normal.